Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was being placed into the patient's radial artery in the operating room. The physician was transfixing the catheter and when they went to pull the needle out, it stayed in the catheter. They were able to pull the catheter and needle out with no harm to the patient and a new catheter was used for the procedure. There was no delay in treatment and no patient death or complications reported.